Manufacturer narrative:
Investigation conclusion: a review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone & email.

Event description:
Alleged 10 false positive flu a results out of 290 tests, 79 false positive flu b results out of 283 tests on one lot number and approximately 50 false positive flu b results out of 400 tests on another lot number for asymptomatic patients. No confirmatory testing completed.